Event description:
It was reported that during a routine device changeout procedure, the physician noted a lead insulation anomaly. The lead was capped and replaced. No patient symptoms were noted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.